Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function was observed. Additionally, one hundred (100) retention samples from bd inventory were visually inspected and no issues were identified. Functional testing was performed, and no issues were observed with the stopper or hemogard. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® lithium heparinn 75 usp units blood collection tubes the stopper pulled out in analyzer. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: our customer used the heparin tubes (#367884) and conducted 12,000g centrifugation at 10 mins to handle blood specimen with lipemia. However, inner stopper was also centrifuged from hemogard closure.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® lithium heparinn 75 usp units blood collection tubes the stopper pulled out in analyzer. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: our customer used the heparin tubes (#367884) and conducted 12,000g centrifugation at 10 mins to handle blood specimen with lipemia. However, inner stopper was also centrifuged from hemogard closure.